Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately three months post implantation, the patient underwent a manipulation under anesthesia due to pain, swelling, difficulty ambulating and limited range of motion. In spite of the intervention, the patient continued to experience the same and increased symptoms. Additionally, the patient experienced continuous warmth and redness to the site which was resistant to ice, elevation, and antibiotic therapy. All cultures and bloodwork were negative for infection. Approximately one year and nine months post initial implantation, the patient was revised of all components with implantation of an antibiotic spacer with intra-op frozen section specimens concerning for infection. Attempts have been made and no further information was provided.

Manufacturer narrative:
(B)(4). Medical product: unknown nexgen tibia size 2: catalog#ni, lot#ni; unknown nexgen poly 10mm: catalog#ni, lot#ni; unknown nexgen patella 32mm: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03642, 0001822565-2021-03643, 0001822565-2021-03644. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review found that three weeks post implantation, patient slipped in the bathroom and hurt her knee. Three months post implantation patient underwent mua due to arthrofibrosis. Patient continues to have pain, swelling, bruising, and uses a walker/cane, clicking/popping, burning sensation. X-ray review found no complications. Manipulation did not improve conditions. Patient was revised due to concerns for infection however they were unable to grow any bacteria from sonication. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately three months post implantation, the patient underwent a manipulation under anesthesia due to pain, swelling, difficulty ambulating and limited range of motion. In spite of the intervention, the patient continued to experience the same and increased symptoms. Additionally, the patient experienced continuous warmth and redness to the site which was resistant to ice, elevation, and antibiotic therapy. All cultures and bloodwork were negative for infection. Approximately one year and nine months post initial implantation, the patient was revised of all components with implantation of an antibiotic spacer. A competitor knee system was later implanted. It was further reported that the patient has continued to experience complications from the implanted joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d3; d4; d10; g3; g4; h2; h4; h11. D10: medical product: nexgen stemmed tibial component precoat size 2: catalog#00598002702, lot#64005821; nexgen articular surface size cd 10mm height: catalog#00596402210, lot#63769606; nexgen all poly patella standard cemented size 32mm diameter 8.5mm thickness: catalog#00597206532, lot#63785086. Additional information provided has prompted a review of the previously reported investigation results. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g2; g3; h2; h10; h11. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found that three weeks post implantation, patient slipped in the bathroom and hurt her knee. Three months post implantation patient underwent mua due to arthrofibrosis. Patient continues to have pain, swelling, bruising, and uses a walker/cane, clicking/popping, burning sensation. X-ray review found no complications. Manipulation did not improve conditions. Patient was revised due to concerns for infection however they were unable to grow any bacteria from sonication. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.